Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during impella 5.5 axillary cutdown and anastomosis, there was initially some bleeding from the anastomosis that was then repaired. Additionally, the patient had a hematoma and bleeding from the access site. The patient was taken to the operating room for a washout. Two units of blood were administered, and heparin was held. The patient remains on support.

Manufacturer narrative:
B2 outcome revised based on the additional information received from the clinical to site to include death and date of death b5 revised based on the additional information received from the clinical to site. D6b explant date added h1 type of report revised based on the additional information received from the clinical to site. H6 revised based on the additional information received from the clinical to site to include death.

Event description:
It was further reported that care was withdrawn, and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely patient condition since the patient had bleeding from multiple sites.